Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The programmer started up but gave an error code which indicated there was no keyboard connected or the keyboard was broken. The keyboard was found broken. Analysis also found the keyboard cover sliding rails were damaged, both keyboard hinges were broken, the lower case feet and lower hinges were worn, the media-bay door was broken, and the ECG (electrocardiogram) connector terminal was broken off the lem (link electronic module) printed circuit board assembly. It was noted the stylus, keyboard cover, and several screws from the hinges cover plate were missing.

Event description:
The programmer was returned for service.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer can not be started. Cd (compact disc)-rom (read only memory) error was seen. The programmer is expected to be returned. There was no patient involvement.